Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, vomiting, labored breathing, lethargy, headache and feeling lightheaded. The patient reports after delivering two boluses totaling 10 units of insulin in three hours their blood glucose level had not decreased. Once at the hospital emergency room the patient had lab work administered. The patient was treated with an intravenous fluids, bicarbonate and a insulin drip. The patients blood glucose levels were monitored. The patient was discharged from the hospital the following day.